Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported a a patient that has been on a clinical trial and sent home with chemotherapy infusing through a port-a-cath via a cadd pump. The patient came into the ed times with broken pac product. Additional info received 01/11/2021: event date: (B)(6) 2020. "Port had been accessed (B)(6) 2020."